Event description:
It was reported the "patient was getting shocks, 911 called, brought to ER" and was pronounced dead in the ER. Review of the carelink transmission noted no atrial activity on the recorded egms. The cause of death has been requested and not received. Follow up with physician reported the patient was pacemaker dependent, had regular carelink transmissions, and an office visit in (B)(6) 2010 with device interrogation showed device functioning fine. The physician reported he was satisfied that all therapies were delivered appropriately and the device was functioning fine. "Patient has a vf arrest and died."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.